Manufacturer narrative:
The investigation determined that the most likely root cause of this event was sample related due to the transfusion of a negative units. Although customer is reporting false negative results, the instrument performed as expected and the probe aspirated transfused cells from the bottom of the tube which resulted in a negative while patient historical result is a positive. (B)(4).

Event description:
One of 2. Customer contacted tsc to report equipment false negative result with abd/rev gel card for patient rh typing. Customer states that a patient with a historical a positive blood type is now typing as a negative on the provue analyzer while in tube testing, rh typing presents as mixed field reaction. Customer states that patient was recently transfused with 4 units of a-negative packed red blood cells. Sample was repeated with the same negative rh result.